Event description:
It was reported that the controller exhibited a loss of power. The controller remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
###Investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was not returned for evaluation. Log file analysis revealed one (1) controller power up with an associated pump start event was logged on (B)(6) 2024 at 13:40:17, indicating a loss of power. The data point recorded prior to the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2) with 28% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for greater than an hour. No anomalies were recorded leading up to the loss of power. Of note, it was reported that the controller power up event occurred during testing procedures while the controller was connected to a motor fixture. As a result, the controller power up event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to the use of the controller with a motor fixture, as described in the event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller loss of power occurred during testing procedures while connected to a motor fixture.